Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided:

Event description:
It was reported patient underwent a left internal fixation procedure on an unknown date utilizing a distal femoral plate. A revision procedure has been indicated due to unknown reasons; however, no revision has been reported to date.